Event description:
During a procedure in which the bridgepoint crossboss catheter was used a pt suffered a myocardial infarction, arrested and expired. In a procedure on an lad chronic total occlusion with the proximal cap of the occlusion located at a diagonal branch, the physician started the case with a crossboss catheter which traversed into a branch of the lad parallel to the lad. The crossboss catheter was repositioned at a more proximal point and a pilot 200 guidewire was introduced in an effort to re-direct the crossboss into the main channel of the lad. After guidewire manipulations an angiogram was performed to check placement of the devices, this reveled a contrast stain suggesting that either the crossboss catheter or the guidewire had perforated the coronary artery. An echocardiogram performed during the procedure showed a pericardial effusion and as a precautionary measure against cardiac tamponade a pericardiocentesis was performed. The initial access (tap) of the pericardium returned a significant volume of blood and with this result the decision was made to reverse the heparin (anticoagulation) with protamine. Soon after the reversal of anticoagulation therapy it was noted that during the initial tap the needle was inserted into the right ventricle and not the pericardial sac, once the access error was recognized a successful pericardiocentesis was performed. The physician then attempted to resolve the perforation with the deployment of a jomed stent graft, due to the challenging anatomy, the stent graft was unable to be positioned and deployed to the intended implant site. During this attempt to position the stent graft, thrombus formed in the left circumflex artery and possibly also in the lad. The pt became hemodynamically unstable and suffered a myocardial infarction with cardiac arrest. Attempts to resuscitate the pt were unsuccessful and the pt expired.

Manufacturer narrative:
In an effort to understand the cto crossing procedural steps that lead to the event, on (B)(6) 2012, (B)(6) reviewed the intra-procedural films, he suggests that the anatomy at the proximal cap of the cto was very difficult to understand due to an angulation of the coronary artery and the location of side branches. He believes that the crossboss catheter was erroneously placed into a small side branch near the proximal cap and upon advancement into the branch, the crossboss catheter or the guide wire used to re-direct the crossboss catheter ruptured this small vessel thus being the causation of the event.